Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced pelvic pain, painful and exposed posterior vaginal mesh, and post-operative hematoma.

Event description:
It was reported that following insertion the patient experienced pelvic pain, painful and exposed posterior vaginal mesh, and post-operative hematoma.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to pelvic prolapse, posterior vaginal wall prolapse. After implantation patient experienced pain, erosion, infection, recurrence, bleeding, dyspareunia and urinary problems. It was reported that patient underwent mesh revision and evacuation of hematoma on (B)(6) 2010 due to vaginal hematoma secondary to mesh erosion and removal in (B)(6) 2012 due to mesh ¿poking husband during intercourse¿ and pain. A batch history review has been inserted into the file. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.